Event description:
The customer contacted philips to request an eval of the device. We are unable to determine whether this is a routine eval request or a request as a result of a potential malfunction. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.